Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not retract when re-positioning was required. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was received stretched and when the lead is received stretched the inner insulation buckles and prevents the distal conductor from performing properly. If information is provided in the future, a supplemental report will be issued.